Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the customer indicated that the hub of the 6f vista brite tip extra back-up 3.5 guiding catheter cracked and started leaking when the physician was attaching a non-cordis device. The issue was noticed after insertion into the patient. The crack was noted when the non-cordis device was being attached to the hub of the guide catheter. Another vista brite tip was used to complete the coronary angioplasty procedure. There was no reported patient injury. There were no visible signs of device/package damage prior to use or anomalies noted when the device was taken out of the package. The device was stored and prepped per the instructions for use (IFU) with no difficulty experienced in prepping the device. There was no excess force used at any time during the procedure. Two (2) pictures of the device were received for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the customer indicated that the hub of the 6f vista brite tip extra back-up 3.5 guiding catheter cracked and started leaking when the physician was attaching a non-cordis device. The issue was noticed after insertion into the patient. The crack was noted when the non-cordis device was being attached to the hub of the guide catheter. Another vista brite tip was used to complete the coronary angioplasty procedure. There was no reported patient injury. There were no visible signs of device/package damage prior to use or anomalies noted when the device was taken out of the package. The device was stored and prepped per the instructions for use (IFU) with no difficulty experienced in prepping the device. There was no excess force used at any time during the procedure. One non-sterile 6f .070 xb 3.5 100cm was received for analysis. During the visual analysis neither the hub nor the body of the unit presented any damaged condition along the unit. No other anomalies apart from blood exposure were observed during this unaided eye analysis. A high magnification visual analysis was performed using a vision system and a crack was observed on the hub. During this analysis, the separation borders on the surfaces of the crack presented with striation patterns. The reported "luer hub-cracked" was confirmed. The returned unit presented with a cracked condition on the luer hub. The striations patterns found on the hub are commonly associated with separations caused by material tensile overload. While the exact cause of the crack cannot be conclusively determined during the analysis, it is assumed the hub was induced to a tensile force that exceeded its yield strength prior to cracking. Storage or handling factors may have contributed to the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the customer indicated that the hub of the 6f vista brite tip extra back-up 3.5 guiding catheter cracked and started leaking when the physician was attaching a non-cordis device. The issue was noticed after insertion into the patient. The crack was noted when the non-cordis device was being attached to the hub of the guide catheter. Another vista brite tip was used to complete the coronary angioplasty procedure. There was no reported patient injury. There were no visible signs of device/package damage prior to use or anomalies noted when the device was taken out of the package. The device was stored and prepped per the instructions for use (IFU) with no difficulty experienced in prepping the device. There was no excess force used at any time during the procedure. One non-sterile 6f .070 x b 3.5 100 cm was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was delivered in a plastic bag where no damage to the bag surface was observed. During visual analysis neither the hub nor the body of the unit presented any damaged condition along the unit. No other anomalies apart from a blood exposure were observed during this unaided eye analysis. A high magnification visual analysis was performed, and a crack with striation patterns along the border wall was observed. During functional analysis leakage was observed from the hub. No air or air bubbles were observed during the flushing test. No air bubbles were observed in the syringe or the water that came out of the distal tip. However, air bubbles were observed in the syringe while performing an aspiration test. The complaint reported by the customer as ¿luer hub - cracked¿ was confirmed due to the conditions observed on the device as received. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.